Event description:
Report received of multiple cassette alarms. The customer reported that they have been having an "ongoing problem with pumps alarming cassette". The alarms have occurred only in the emergency room dept. There has been no reported pt harm or delay in critical therapy. Though requesed, there was no further info available.